Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that there was a horizontal stripe on the display of the patient's infusion device. The patient stated that the line made it difficult to differentiate between the number 1 and 4 being displayed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.